Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7356283. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a review of the submitted device determined that the material identified in the catheter tubing was an abnormality that was identified in the material of the catheter tubing. We have notified the supplier.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there was foreign matter in the ext tube of the indwelling needle.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there was foreign matter in the ext tube of the indwelling needle.

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there was foreign matter in the ext tube of the indwelling needle.

Manufacturer narrative:
The following information has been updated: device expiration date: 2021-01-18. Medical device lot #: 7356283. Device manufacture date: 2017-12-22.